Manufacturer narrative:
Investigation summary: it was reported the plunger rod was not advancing. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 2021612. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd posiflush¿ normal saline syringe, in 10 ml syringe, the plunger movement was difficult. The following information was provided by the initial reporter: plunger rod not advancing.

Event description:
It was reported that while using a bd posiflush¿ normal saline syringe, in 10 ml syringe, the plunger movement was difficult. The following information was provided by the initial reporter: plunger rod not advancing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 02-may-2022. H6: investigation: it was reported the plunger rod was not advancing. To aid in the investigation, two empty samples with no packaging blisters or tip caps were received for evaluation by our quality team. A visual inspection was performed. The syringes are disassembled and no defects or imperfections were observed. The plunger rod-rubber stoppers were reassembled to the syringe barrels. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. There was no documentation for this type of defect during the entire production run of this batch.